Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): evis lucera gif/cf/pcf type 260 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Evis lucera gif/cf/pcf type 260 series chapter 3 "cleaning, disinfection, and sterilization procedures" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, in addition to foreign material in nozzle, service found the bending angle in up direction was out of specification due to wear of the angulation wire, there was play in the up/down knob due to wear of the angulation wire, the bending tube was deformed, the adhesive on the bending section cover was chipped, the light guide lens was cracked, the connecting tube was discolored, the objective lens was chipped, the suction cylinder was shaved, the paint on the suction cylinder was peeled, the scope connector was corroded, the control unit was discolored, and the electrical connector was discolored due to water leakage. The switch button# 1, the plastic distal end cover, the connecting tube, the protector of universal cord on control section side, the scope connector cover, the lock engagement lever, the lock engagement knob, the right/left knob, the up/down knob, the switch box, the scope cover, the scope connector, the universal cord, the grip, and the control unit were scratched. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was a delay/time lag between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that there was poor insertion of forceps. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle).